Manufacturer narrative:
The explanted lead was not returned to bsn . It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that patients lead was showing high impedances. It was also mentioned that the patient was having inadequate stimulation. The patient underwent a lead replacement procedure. The patient was doing well postoperatively.